Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that 3 patient in non-esosure group underwent catheter ablation for atrial fibrillation and suffered major bleeding events title: ¿feasibility, safety and efficacy of a novel pre-shaped nitinol esophageal 1 deviator to successfully deflect the esophagus and ablate left atrium without esophageal temperature rise during atrial fibrillation ablation ¿ the deflect gut study.¿ the purpose of this study was to evaluate feasibility, safety and efficacy of a 48 mechanical esophageal deviation (ed) tool during af ablation. Three-hundred sixty (360) patients were enrolled in this study. The study was conducted between january 2016 and august 2017. Open-irrigated thermocool smarttouch sf ablation catheters and tacticath ablation catheters were both used in this study, however it is unknown which device the patient used. Multiple attempts have been made to obtain clarification. However, no further information has been made available. Bwi takes conservative approach to report this event under thermocool smarttouch sf catheters, however catalog and lot number were unknown.